Event description:
It was reported that the catheter was successfully inserted at exact site at first but became malpositioned after 50 days. Another operation was performed to place the catheter in its proper position.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.